Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01189.

Event description:
The patient was undergoing a coil embolization procedure in the pericallosal artery using penumbra coil 400s (pc400s) and a penumbra coil 400 detachment handle (handle). During the procedure, the physician positioned the pc400 in the target location and attempted to detach it using the handle, but reported that the pc400 would not detach after several attempts. The pc400 and the handle were therefore removed and were no longer used in the procedure. The procedure was completed using other coils and another handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. The handle was opened, and a piece of pet was found within the handle body. Conclusions: evaluation of the returned pc400 revealed a fractured pusher assembly and pull wire. If the pc400 is forcefully mishandled, damage such as a kink may occur. If the kinked device is further manipulated, the kink may worsen to a fracture. In addition, the pull wire likely fractured simultaneously to the pusher assembly fracture. If the pusher assembly and pull wire is fractured, the pull wire will likely not retract when an attempt to detach the embolization coil is made using the handle. Further evaluation revealed offset coil winds along the embolization coil and an additional pusher assembly fracture. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned handle revealed a functional device. During functional testing, the handle was tested using a handle test fixture and performed within specification. The handle body was opened, and a piece of pet was found within the handle body. This likely indicates that the handle was used successfully to separate the pc400¿s pet lock. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01189.